Event description:
It was reported during a generator change out due to normal eol, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the lead tip measuring 55.3cm was returned for analysis. External insulation abrasion was noted at 8.3-8.4cm, 8.4-8.6cm, 13.0-13.8cm, 13.9-14.0cm, 14.1-14.2cm, 15.9-16.2cm, and 18.3-20.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 9.9-10.1cm from the distal tip. The etfe coating was intact at these locations.